Manufacturer narrative:
Spacelabs has launched an investigation in this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a request for service repair for bedside monitor model 91387 that lost power during use on (B)(6) 2015 and would not restart. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. An integrated circuit chip (ic) part number 170-0190-01 novram and rocker switch part number 260-0106-00 was not functioning; therefore, these components were replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of consistent power was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.